Event description:
The user facility reported that an automated impella controller (aic) displayed a yellow controller error alarm during patient support. A prompt appeared instructing the staff to switch to a backup controller. The aic was swapped to resolve the failure.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Based on the device and data analysis the root cause of the controller error could not be determined due to the inability to reproduce the issue.